Event description:
Adverse event(s): "eye filled with fluid instead of oil" (no code available), "minimal delay" (no code available). Product problem(s): "system shut down" (power, loss of). A surgeon reported that during silicone oil injection, the system shut down and the eye filled with fluid instead of oil, causing a "minimal delay" of "about 20 minutes." No patient impact was reported.

Manufacturer narrative:
No samples were returned since no servicing was performed on the system. A review of complaints for the last 24 months indicated 3 additional, related reports for this system. There was no sample returned for eval and no add'l information provided related to this event. However, a review of the event log for this system showed on (B) (6) 2009, the system had not shut down, but instead had two system messages. When a fault is triggered, the system defaults to infuse fluid. When the system shuts down, it will do so in a "safe state." A safe state is defined as irrigation off, infusion on 30 mmhg, primary/secondary aspiration off, illumination on, u/s off, vit cutter off and open port, pneumatic handle off, laser off, vfc off, agf off, lpas off. The operators manual text also states that if a system message occurs or the system shuts down, it does so in a safe state as defined above. Based upon the definition of "safe state", the console in this reported event acted as intended by design. The vfc process for the silicone oil insertion stopped and infusion of fluid occurred. This helps maintain the pressure in the eye to ensure eye rigidity. The system worked as intended. (B) (4). (B) (4). (B) (4).